Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head displayed a bad image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue of a bad image. The subject device was inspected, and the issue was confirmed. It was due to faulty charge coupled device (ccd). Additionally, a cut on cable was identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, the most probable cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on completed investigation.